Manufacturer narrative:
Additional info has been requested and if received will be provided in a supplemental report.

Event description:
It was reported that the pt is experiencing pain in her hip area. Pt states that when she sleeps on her side, the next morning her hip is extremely sore. Pt also states that she has difficulty walking and that she walks with a cane. Pt states that she has back problems. Pt notes that her hip does not have swelling. Pt has had blood work and is scheduled for a MRI on (B)(6) 2012. Pt states that she will get the results the following week ((B)(6) 2012).